Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported the device was off because it did not work. The hcp stated they were getting the information third hand so they had limited information. There were no medical symptoms reported related to the device. The patient is implanted for urinary dysfunction/sacral nerve stim.